Manufacturer narrative:
H2. Fdc code d14 is not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver gablofen (baclofen). It was reported that the patient developed symptoms of an infection on an unknown date and presented to the emergency room (ER). The patient had a pump replacement a few weeks prior to the new symptoms. The devices were explanted on (B)(6) 2025 and would be replaced in the future. The patient developed symptoms of baclofen withdrawals and was on a ventilator in the intensive care unit (ICU) for an unknown amount of days. He recovered and was released from the hospital on an unknown date. No other information was known at the time of this report. At the time of this report, the issue was resolved.